Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Upon completion of the investigation of a follow up report will be filed.

Event description:
Rep reported that the device is stuck at 60. Revision on (B)(6) 2011.